Event description:
Additional information received from customer- The customer reported loss of image on the monitor.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: D8, D9, H2, H3, H4, H6, H11. The device was returned to Olympus for inspection, and the reported failure was confirmed.In addition, the following reportable malfunctions were identified during the device evaluation: water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: The event fading image and loss of image on monitor was cause due to twisted cable unit. The most probable cause of the water tightness was lost was due to damage on plug unit, and the probable root cause was likely due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.